Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 5 atms on the initial inflation. A dissection was noted to have occurred at the lesion site. The dissection was treated by placement of two stents. The lesion being treated was in a tortuous mid-proximal lad coronary artery. Pt status is reported as 'okay' following the procedure. It is noted that the device had been resterilized. Additional info has been requested regarding this event.